Event description:
It was reported that during a laparoscopic lobectomy procedure, the tissue pad was separated in two parts and the device could not be activated. Also the device could not be connected smoothly with the hand piece at the setting. The doctor could connect the device with the hand piece somehow, pushing each other. Another device was used to complete the procedure. There were no adverse consequences for the pt. Additional info received 12/08/2009: "the tissue pad was not detached off and it did not fall into the pt."

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.